Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare (f&p) field representative, that a patient was being assessed for unexplained desaturations (to 70% spo2). The patient was transferred to picu where it was identified that the maxtec oxygen analyser was leaking and " falling out frequently" when connected to the rt330 optiflow junior tubing kit. There was no patient harm reported. There were no further reported patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information about the reported event. We will provide a follow up report upon the completion of our investigation.

Manufacturer narrative:
(B)(4) corrected data: section b1. Report type: adverse event section h1. Type of reportable event: serious injury method: the subject rt330 optiflow junior tubing kit was not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Results: the healthcare facility reported that there was a leakage from the connection between the maxtec oxygen analyser and the rt330 optiflow junior tubing kit. It was also reported that the maxtec oxygen analyser was falling out frequently. Conclusion: without the complaint device, we are unable to confirm if there was a fault with the rt330 optiflow junior tubing kit. All rt330 circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt330 circuit would have met the required specification at the time of production. Our user instructions that accompany the rt330 optiflow junior tubing kit state the following: "appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death." "Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use, and replace if damaged." "Check all connections are tight before use." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare (f&p) field representative, that a patient was being assessed for unexplained desaturations (to 70% spo2). The patient was transferred to picu where it was identified that there was a leakage and the maxtec oxygen analyser was falling out frequently when connected to the rt330 optiflow junior tubing kit. There was no patient harm reported. There were no further reported patient consequences.

Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare (f&p) field representative, that a patient was being assessed for unexplained desaturations (to 70% spo2). The patient was transferred to picu where it was identified that there was a leakage and the maxtec oxygen analyser was falling out frequently when connected to the rt330 optiflow junior tubing kit. There was no patient harm reported. There were no further reported patient consequences.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to tubing kit. Section d4: expiration date added. Section d4: UDI details updated. Section g1: contact person updated to mr. (B)(6). Method: the subject rt330 optiflow junior tubing kit was not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Results: the healthcare facility reported that there was a leakage from the connection between the maxtec oxygen analyser and the rt330 optiflow junior tubing kit. It was also reported that the maxtec oxygen analyser was falling out frequently. Conclusion: without the complaint device, we are unable to confirm if there was a fault with the rt330 optiflow junior tubing kit. All rt330 circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt330 circuit would have met the required specification at the time of production. Our user instructions that accompany the rt330 optiflow junior tubing kit state the following: "appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death." "Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use, and replace if damaged." "Check all connections are tight before use." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.